Event description:
Reference MDR (B)(4). On 12/04/2014, dale medical received a copy of the noted MDR from the FDA stating the noted facility reported that the dale ace connector was leaking during tube feeding with fluid leaking onto patient and bedding.

Manufacturer narrative:
Make contact with the user facility on 12/16/2014. Dale has sent pre-paid mailer to facilitate return of the product. Will update this MDR after the product is returned and evaluated.